Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2018, (B)(6). Complaint: (B)(4), complaint status: in process (B)(6). Displacement verification test passed but, mother is very worried about this alarms. The device replacement had already been recently. Due to pump error codes, replacement. Country: (B)(6) input date: (B)(6) 2018, warranty start: 02/14/2017 warranty end: 02/13/2021 batch - (B)(4).

Manufacturer narrative:
Pump error 54 and 3 alarms noted in formatted history file due to software error. No pump error 42 alarms noted during testing.